Event description:
Pt reports pump serial number (B)(4) is alarming every time they try to use it and will not connect or run. Advised pt that pharmacy will send replacement pump, pt also reports they went to the hospital on (B)(6) 2022 because they had a small pinhole in their port where the line connects to the yellow/ orange connector and this needed changed. Pt reports while they were hospitalized, the staff stopped veletri and gave pt the wrong med (name unknown). Pt was off veletri for about 6 hours but did not have any side effects from this. Date of discharge or length of hospitalization is unknown. Pt reports all their meds are now correct and md directed them to start increasing their veletri dose now since they did not have any side effects while off veletri in the hospital. Product lot number and expiration date were systematically retrieved from the dispensing system. Pt reports having headache when they increased veletri dose to 18 ng/kg/min but that it has subsided now. No add'l info, details or dates are available at this time. Pump return tracking info is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unk. Position of the pump when alarm occurred is unk. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual product available for investigation? Yes; did we [MFR] replace the product? Yes; did the pt have backup product they were able to switch to? Yes; was the pt able to successfully continue their therapy? Yes; is the therapy life sustaining? Yes; reported to (B)(6) by pt/caregiver.